Event description:
Pump powered off without sounding an audible alarm tone. The customer contact reported the pump was programmed to deliver an unspecified concentration of meropenem at a rate of 12ml/hr, with a volume to be infused (vtbi) of 288ml, for a duration of 24 hours. After the delivery was started, the pump and container were placed in a fanny pack with a cooling pack and the homecare patient left the clinic. When the homecare patient returned to the clinic the next day, it was noted the container "appeared" full and the device was powered off. No audible alarms were reported. The customer contact stated they were not able to power on the pump to view the volume infused. The therapy was resumed using a replacement device. There were no reported adverse patient effects.